Event description:
Country of complaint: (B)(6). Suture detached from needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened pouches and 1 opened. There are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Received four closed samples and one open and manipulated sample with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. Needle attachment of the closed samples received as tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.